Event description:
A malfunction alarm referred to as "malf 9" was reported. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided pump reset information. The malfunction did not recur following the reset, and the customer was advised to continue using the pump.